Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and double capsule diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which found fibrosis in relation with the periprosthetic capsule and negative cd30 lymphoid component.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, double capsule, fibrosis in relation with the periprosthetic capsule, and negative cd30 lymphoid component. Device has bee explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29jul2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and double capsule diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which found fibrosis in relation with the periprosthetic capsule and negative cd30 lymphoid component.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and double capsule was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and double capsule diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which found fibrosis in relation with the periprosthetic capsule and negative cd30 lymphoid component.